Event description:
The reporter contacted animas on 10/23/2014 alleging that there are bubbles in the cartidge that was not noticed prior to use. The reporter stated that the patient had a blood glucose (bg) of 16.6mmol/l with extreme drowsiness/difficulty waking up/confusion and mood changes. This report is being made due to the hyperglycemic event the pateint experienced due to alleged air bubbles in cartidge.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 01/22/2015 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.